Manufacturer narrative:
B3 - date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number:3006705815-2024-02345. It was reported patient was experiencing ineffective therapy as both leads had migrated. As such surgical intervention took place where the leads were explanted and replaced with a paddle lead thereby restoring effective therapy.